Event description:
The customer reported non-reproducible, erratic troponin I (access accutni+3) results on their unicel dxi 600 immunoassay access system (serial number (B)(4)) for three (3) patients. The report addresses the results obtained for one (1) patient (designated as patient number one(1)) on (B)(6) 2015. The elevated access accutni+3 result was reported outside the laboratory. The customer repeated the initial sample that gave the elevated access accutni+3 result four (4) times on the same unicel dxi 600 access immunoassay system and obtained non-reproducible, erratic results. There was report of a change to patient treatment as the patient had a cardiac catheterization performed. (B)(4) addresses the non-reproducible, erratic access accutni+3 results for two (2) additional patients that occurred on (B)(6) 2015. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The customer had failing access accutni+3 and access creatine kinase-mb (access ck-mb) quality control (qc) and two (2) failing system checks. The patient samples were collected in becton dickinson (bd) plasma separator tubes and are centrifuged at 3200 revolutions per minute (rpm) for five (5) to ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed preventative maintenance (pm) on the instrument. The fse noted that a heavy buildup of salt on the wash valve contributed to the reported event. All verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the reported event. The buildup of salt on the wash valve was causing splashing to occur in the reaction vessels. All mdrs associated with this report: mdr2122870-2015-00241 mdr2122870-2015-00242.